Event description:
The patient's right knee was revised due to wear of the poly insert and a cracked baseplate. Osteolysis was seen throughout the knee intraoperatively. The surgeon stated, "he opened the joint and found black tissue and poly debris around the femur and tibia. Osteolysis was most likely caused from the poly. The poly was worn away in both posterior aspects of the insert and when he turned it over; an oblique linear line was seen. The baseplate was cracked and broken at the posterior medial location. Upon further inspection the femur was loose." All devices were removed except for the patella. Otismed was used for the primary procedure.

Manufacturer narrative:
An event regarding fracture involving a triathlon baseplate was reported. The event was confirmed. Method & results: the posterior aspect of the medial compartment of the baseplate is fractured. Severe burnishing was observed on the posterior ridges to both condyle sides of the baseplate, consistent with contact with femoral component. The fractured posterior aspect appears to have no bone cement attached to the distal surface whereas the remainder of the baseplate and femoral components have cement attached to their distal and proximal surfaces, respectively. There is evidence of a substantial layer of bone cement right up to the fracture line, which would suggest the presence of cement underneath the fractured posterior fragment as well, but that it just had broken away from this fragment post-fracture. (B)(6) concluded that no material or casting defects attributable to the fracture were observed. Energy dispersive spectroscopy (eds) was performed on the base plate fragment material to characterize its material composition (figure 13). Elemental constituents included co, cr, and mo, which are consistent with the astm f75 co-cr-mo casting alloy. The tibial base plate was fractured due to edge-loading, likely in fatigue. No material or manufacturing defects were observed on the device features examined. A review by a clinical consultant indicated that: "the (B)(6) confirms a fatigue type fracture of the posterior section of the baseplate. There is no cement visible below the fractured posterior part although the transition between the two fracture pieces suggests that cement has been present during implantation also under the fractured part but had become dis-attached during revision surgery. The other baseplate parts plus femoral component all had adherent cement with trabecular bone imprint indicative for adequate fixation prior to failure. There are no clinical records and no x-rays which makes it difficult to establish a definitive root cause of failure. The lack of cement below the baseplate fractured part could theoretically indicate a cementation defect. Poor cementation might cause early fracture and fragmentation of local bone cement leading to loss of bone support below the posterior baseplate section and consequently a fatigue fracture in due time. This would be a procedure-related problem as related to cementation technique but would be difficult to prove with certainty without radiological confirmation. Based upon the transition of main baseplate section to fractured part section, it appears that cement has been present below the fractured baseplate part as well and consequently this failure scenario appears less likely. A more relevant explanation for the failure mode would be instability. The severe wear on the posterior parts of the poly insert is typical for abnormal antero-posterior instability especially in flexion. The metal of the femoral component did touch the posterior baseplate rim and this instability was certainly present a long time before ultimate failure. Again due to absence of x-rays, it cannot be determined what might have been the cause for such instability but we might suspect that suboptimal posterior tibial slope, posterior femoral condylar offset and/or inaccurate joint line level might have contributed to instability. Such instability issues virtually always relate to malposition or incorrect size of one or more components and as such would be procedure-related as related to surgical technique. Patient-related factors are also evident. This patient¿s morbid obesity with bmi of 47 has certainly played an aggravating role but even then as a secondary factor to increase adverse effects of overload conditions from other origins, rarely just by itself." The devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: based on the medical review, what exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be substantiated due to lack of complete information. More specific radiological information including clinical examination findings might all help further to establish root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient's right knee was revised due to wear of the poly insert and a cracked baseplate. Osteolysis was seen throughout the knee intraoperatively. The surgeon stated, "he opened the joint and found black tissue and poly debris around the femur and tibia. Osteolysis was most likely caused from the poly. The poly was worn away in both posterior aspects of the insert and when he turned it over; an oblique linear line was seen. The baseplate was cracked and broken at the posterior medial location. Upon further inspection the femur was loose." All devices were removed except for the patella. Otis med was used for the primary procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.